Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer would not update software via the sdn (software distribution network); software was reloaded/updated to resolve issue. Analysis also found the programmer would intermittently boot up to a system error due to the mpu (main processor unit) printed circuit board assembly. Corrosion found on the case, analyzer bay, rft (radio frequency transceiver), and the rf (radio frequency) connector. Power cord bay was cracked, both keyboard hinges were broken, and the keyboard was missing. It was noted the printer keypad buttons 25 and advance functioned intermittently. (B)(4).

Event description:
It was reported that the programmer would not load new or update software. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.